Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she noticed the tampons had been leaving fibers behind inside her vaginal cavity. She did not experience any adverse health effects and did not seek medical attention.